Manufacturer narrative:
The investigation is ongoing

Event description:
There was an allegation of analyzer alarms and questionable troponin t hs results from the cobas 6000 e601 module after the technician changed the pinch valve tubes. The initial result was 32.7 pg/ml. The repeat result on another module was 863.7 pg/ml. On 20-jun-2022, after cell maintenance, the repeat result was 720 pg/ml. The questionable result was not reported outside of the laboratory. The initial result was 28.83 pg/ml. The repeat results were 29.13 pg/ml and 709.70 pg/ml. On 20-jun-2022, the repeat result was 720.9 pg/ml. It was unknown if the questionable result for this patient was reported outside of the laboratory. Patient 3: on an unknown date, the initial result was 3.16 pg/ml. The repeat result on another analyzer was 131 pg/ml. It was unknown if the questionable result for this patient was reported outside of the laboratory. Data for an additional 12 with questionable troponin t results occurring on 26-jun-2022. Refer to the attachment to the medwatch for this data. It was unknown if the questionable result for this patient was reported outside of the laboratory. The reagent lot number was 553085. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer checked the instrument and confirmed the alignments of the sample probe and the lld (liquid level detection) function. As no other samples were affected and no issue with the analyzer was found in the alarm trace, the investigation determined as the event was consistent with a pre-analytic issue at the customer site. There was no evidence of a device malfunction.